Event description:
The gauge on the oxygen tank read as full but when the tank was turned on there was no flow. This happened during a code blue event. The initial tank worked, but the back-up tank did not. Due to high flow o2 use the initial tank ran out and had to be replaced by a back-up tank. The regulator on the new tank did not produce any flow from the new "e" cylinder tank that showed full pressure. A respiratory therapist was operating the device at the time of the event. Per manufacturer response to the hospital, the device is pending examination by vendor.